Manufacturer narrative:
Correction: initial MDR submittted with incorrect catalog/model #'s in section d4, fu submitted to correct.

Event description:
The device was returned due to valve 1 leak failure. During the pneumatic self check period at startup, the pump alarmed. The device was reverted to manufacturing mode and failed pneumatic hardware testing consistent with a valve 1 leak. No other damage was identified.

Event description:
The following has been reported: report from (B)(6) reliability testing: "after examining the logs with development on lvp / (B)(6), it seems valve 1 is leaking from positive to ambient during the leak check." No patient harm as this is internal pump, not for human use.. A preliminary review identified the following issue: pneumatic valve leak failure (valve 1). An active infusion was not stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.